Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and he was unable to clear the alarm. Then he was able to clear it but the buttons weren't responding. Customer doesn't recall his blood glucose level. Customer was sitting down browsing the internet when the device alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.